Event description:
The customer reported to olympus the camera head lens fell out. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of "the lens fell out" was confirmed. This finding was due to a missing coupler lens. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on the cable and a poor color image due to a faulty charge-coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.